Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/07/2015 with the following findings: a visual inspection of the pump revealed that the pump battery compartment was cracked and damaged at the threads; a piece of plastic on the threads was missing. The returned battery cap and a test cap were unable to tighten securely to the damaged battery compartment. Evaluation also revealed that the battery cap height and width measurements were out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and damaged at the threads; a piece of plastic threads was missing. The battery cap was unable to tighten securely to the damaged battery compartment. Evaluation also revealed that the battery cap height and width measurements were out of specification. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.